Manufacturer narrative:
Additional information- d10, g4, g7, h2, h3, h11 corrected information- b5, g2, h6, h10 sample was received for evaluation. -the valve was visually inspected; the silicone housing was torn/cut around the siphon guard, as well as biological debris noted inside the valve mechanism. -the position of the cam when valve was received was 50mmh2o. -the valve was hydrated per internal procedure. - the valve was tested for programming according to internal procedure. With programmer 82-3126 with serial number (B)(6) and programmer 82-3190 with serial number (B)(6) , the valve failed the test, the cam mechanism did not move during the programming process. -the valve was flushed per internal procedure the valve passed. -the siphon guard was removed. -the siphon guard was tested per IFU rev. K passed the test. -the cam mechanism was moved. - the valve was tested for programming according to internal procedure. With programmer 82-3126 with serial number (B)(6) and programmer 82-3190 with serial number (B)(6) , the valve failed the test, the cam mechanism did not move during the programming process. -the valve was dismantled and was examined under microscope at appropriate magnification: -biological debris was found on the cam mechanism, and on the spring, marks in the valve casing and in the siphon guard were noted. -the magnets were inspected passed. -the root cause for the programming problem is due to the biological debris found on the cam mechanism. -the root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. -the root cause for the marks in the valve casing and the siphon guard are due to a sharp or pointed object coming into contact with the valve casing and the siphon guard. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between (B)(6)2019 and (B)(6)2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on (B)(6)2020 to report these issues regarding MDR reports.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a hakim valve (ID (B)(4)- prog valve inline w sg) was implanted. The date of implant and initial setting were unknown. The surgeon made a hole after the procedure and leakage of csf was confirmed. On (B)(6) 2019 a revision surgery was performed to replace the valve. No surgical delay was reported. The surgeon commented that there is a possibility that a stapler made the hole. The patient has been recovering from the symptoms.